Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump would random alarm "check syringe plunger sensor". Patient involvement was unknown.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Performed power-on testing and duplicated the reported problem by broken plunger flippers. Replaced plunger assembly kit. Device passed power-on testing after repair. Visual inspection found broken bottom housing. Replaced bottom housing. Device passed all functional and flow delivery testing after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.